Event description:
Lens was explanted because the haptic broke after lens was implanted. Lens was removed without pt injury, pt prognosis is good.

Manufacturer narrative:
The user facility found the pt's paperwork two months after surgery and then notified hoya surgical optics.